Event description:
This used "refurbished" unit is completely unusable. When I first turned the device on it emitted an extremely toxic like and nauseating smell. I tried to let the unit run with air blowing through it to see if the putrid smell would improve, it did not. I stupidly tried to use the unit that night and after approximately 90 minutes, at 1:30 woke very nauseated around 1:30 that morning with the horrific odor worse than before. I was so sick I got up and did not sleep the rest of the night. I stayed sick the entire day. This unit really needs to be tested by the FDA for any toxins it most likely contains. I waited a couple of days and on (B)(6) 2022 I called the regular CPAP recall line provided by philips ((B)(4)). I was refered to replacement support line ((B)(4)). This call center is located in the (B)(4), the lady ((B)(6)) was courteous and professional. She input my information and I requested a new CPAP device because of all the problems I encountered through this entire process. (B)(6) emailed me after our conversation with a ticket # (B)(4). I responded to her email including our previous conversation (for my records) and ask to be given updates and for someone in management to contact me. I have ask several times to be connected to a manager which never occurs. This entire ordeal has been a nightmare. Long before the recall (which philips never contacted me with recall notice, I stumbled across the recall on the internet) I had an continuous sores inside my nose and a lot of coughing. I have two moderately leaking heart valves and a pacemaker that has to work at 100% for the bottom chamber and 90% for the top chamber. With my heart only working at 10% top chamber I had made numerous calls to the CPAP recall # (B)(4) asking for my replacement CPAP to be prioritized. I never received any assistance with this request. It is no excuse to finally receive a replacement and it is a lot worse than the recalled device. These two above numbers are the only ones that philips has provided so you cannot get assistance with escalating issues. Philips customer service and resolutions is a joke. Since I never received any update I called back on (B)(4) (spoke with "(B)(6)") and on (B)(4) (spoke with "clif") who were rude, english was terrible and they simple did not care. When I called on the (B)(6) clif was beyond rude, he was extremely antagonistic. I ask to speak to a manager several different time and he began to ask me the same question over and over again after I had already answered it. He was determined to anger and upset me which he successfully accomplished. The toxic "refurbished" replacement was upsetting enough without philips providing even more harassment with an inadequate excuse for a customer support line. I do wish to remain anonymous. Thank you for your time and hard work. I look forward to hearing from you. Company phone: (B)(4) number from the internet. Company street address: (B)(4).